Event description:
The manufacturer became aware of an allegation of pneumonia and subsequent hospitalization and intubation due to a continuous positive airway pressure (CPAP) device turning off during therapy. The patient has an extensive history of end stage copd, respiratory failure, obesity, pneumoconiosis (coal miner), sleep apnea, oxygen dependence of 4 lpm and a history of rll pneumonia. The patient has been discharged home on palliative care. The manufacturer received the device for evaluation. The device history of the last month of usage does show one shut down on the date of 10/27/2020-10/28/2020 due to a detection of the blower outlet being blocked, not due to a malfunction. The device functioned as designed and did not have any other shut downs during 20 hours of testing the device. It is most likely the reported event of turning off while in use occurred on the date of (B)(6) 2020 due to the dreamstation detecting the blower outlet port being occluded or the patient circuit having a blockage or occlusion leading to an insufficient circuit leak, prompting a blower shut down. The dreamstation auto CPAP is designed to perform this way to prevent overheating of the blower. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." There was no serious patient harm or injury due to the device shutting down. This is not a life support device. The manufacturer concludes that no further action is necessary at this time.